Event description:
The facility representative contacted baxter to report a flogard in which there was an air in line alarm. This alarm may have been a false alarm. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred upon power on during biomedical service. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a channel 1 air problem was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective air sensor. The air sensor was replaced to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. Conclusion is no longer applicable, as the device was received from the customer. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.